Manufacturer narrative:
Additional information: d4. H3, h6: the device, used in treatment, was not returned for evaluation but the picture was reviewed, and the breakage was confirmed. The clinical / medical investigation concluded that, this complaint from canada reports that the ¿threads¿ on the end of the stem impactor rod broke off inside the synergy femoral stem during insertion. With the complaint a picture of the broken impactor rod was sent. No further information has been received at this point. We do not know if the pieces were retained in the stem or not. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1.

Event description:
It was reported that the threads of pommel broke off inside synergy femoral stem during insertion inside the patient. The procedure was finished with a s&n backup. There was a delay between 0-30 min.